Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation is based on event description and returned device. Both introducer systems returned in original tray. Filter loaded to jugular system. Two cracks of ~15mm in filter introducer. No damages to filter. The design of the jugular system makes it impossible to withdraw the hooks of the primary filter legs more than few mm inside the sheath and as the cracks cannot be caused by the secondary legs, the exact reason for the 15mm cracks and the difficulties encountered when attempting to advance the sheath over the filter cannot be determined. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant; once the filter had been transferred from the femoral system to the jugular system the sheath would not advance over the filter. The legs of the filter were uncovered and as such caused the sheath and the valve to tear. Patient outcome: n/a - prior to patient contact.